Event description:
The device serial number and lot number are unknown however a review of the manufacturing records for the cannulas that were distributed to the hospital where the event occurred did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
The patient was reported to have a very short pulmonary artery which resulted in the cannula pulling back to the rv ¿ which the surgeon attributed to the patient¿s very short pulmonary artery. The surgeon took her to the or today to replace the cannula with a new one back in the pulmonary artery. As he went to remove it he noticed what he described to be a crack in the cannula close to where the cannula divides into the clear plastic ports. It was also stated the crack was causing air bubbles to form. The cannula was removed and the replacement was placed without issue. He said the patient is fine, no harm was attributed to the cannula.